Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant. The surgeon requested that the device be evaluated for thrombus. It was also reported that the patient had an elevation in lactate dehydrogenase. No other information was available.

Manufacturer narrative:
The report of suspected thrombosis was confirmed based on the evaluation of the lvad. Visual examination of the proximal side of the outlet stator revealed a red, tissue-like thrombus around the outlet bearing ball. The thrombus was partially denatured but showed no evidence of laminated layering. The lack of lamination indicates that the thrombus likely did not form in the outlet stator. Although the origin of this thrombus could not be conclusively determined, the observed thrombus could have contributed to the reported elevated lactate dehydrogenase (ldh) levels. The lvad was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device function as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the analysis of the returned device is completed.